Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the leak and the broken centrifuge bowl. However based on the available information, it could not be determined what caused the centrifuge bowl to break. The cause for the leak was the centrifuge bowl break, though the root cause for the bowl break could not be determined based on the information provided. The device history record (DHR) review did not result in any related nonconformances, and this kit lot had passed all lot release testing. A material trace on the bowls used to build this kit lot found no related nonconformances. No further action required. This investigation is now complete. Correction: device manufacturer date: 06/08/2016 (B)(4). Other text : device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e724 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e724 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, leak centrifuge alarm and centrifuge bowl leak/break. No trends were detected for these complaint categories. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned kit photos is still in progress. A supplemental report will be filed when the analysis of the kit photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a leak centrifuge alarm and a centrifuge bowl leak/break. The customer stated that they were in the middle of a procedure when they heard something "give". The customer reported that the leak centrifuge alarm then occurred and they saw a blood leak inside of the centrifuge chamber. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition and no medical invention was necessary. The customer stated that when she tried to remove the centrifuge bowl from the centrifuge chamber, the bowl "broke in half" (the bowl detached from its base). The customer reported that there were no injuries due to the bowl break, and that they would leave the bottom half of the bowl in the chamber for the service engineer to pull out. Photos were submitted for investigation.